Event description:
A subsequent review of article from orthop trauma-volume 26, number 10, october 2012 titled: catastrophic failure after open reduction internal fixation of femoral neck fractures with a novel locking plate implant by marshall b berkes et. Al. Revealed the following; twenty-one femoral neck fractures treated with the posterolateral femoral locking plate were eligible for inclusion. Eighteen met inclusion/exclusion criteria. Seven of the 18 cases experienced device failure. Five of the 7 pts required total hip replacement whereas the remaining two pts died before further treatment. The remaining 11 achieved bony union. Five of the 11 pts experienced complications that included; a locking screw fracture, 2 total hip arthroplasty because of persistent pain, one orif for a subtrochanteric femur fracture at the level of the distal screw and one unk complication. This complaint is in reference to one of two pt deaths. No pt details or cause of death provided. This is 2 of 2 reports for this event.

Manufacturer narrative:
E: et. Al: milton t. M. Little, md, lionel e. Lazaro, md, rachel m. Cymerman, ba, david l. Helfet, md, and dean g. Lorich, md. W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.